Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was not in patient use. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of foam particles. After the evaluation of the device, the third-party service center corrected the device. In addition to the above findings, it was also determined that the lcd screen is cracked, and secondary findings were observed. The device's downloaded logs were reviewed by the third-party service center there was one error code found. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
In previous report, the manufacturer captured incorrect information in box d. The following correction has been updated in this report. In box d: single-use device? Has been corrected.